Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jun2018. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of hematuria could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6) with no further related complaints at this time. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a negative CT examination of the urinary tract during a follow-up visit with the urology department. The plan was to follow up with a CT urogram and a cystoscopy. No further information was provided; the event was not considered to be device-related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was presented to the emergency department at the direction of the vad coordinator after reporting hematuria which began on (B)(6) 2020. Hematuria was described as darker brown urine in the morning that lightens throughout the day. The patient also admitted to having right sided buttock and back pain. Patient's urinalysis in emergency department was consistent with hematuria and was admitted for observation due to concern for hemolysis/thrombus. A renal CT on (B)(6) 2020 was without stone or findings of spontaneous psoas hematoma. Urology was consulted and serial urine samples were collected along with post-void residual (pvr) bladder scans. Patient urine remained dark with old clots. On (B)(6) 2020 the patient was discharged home with stable vital signs and will follow up with urology as an outpatient for hematuria workup.